Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00527. The srt replaced the bearing, small pulley, belt and optical switch, and removed bearing fluid from encoder wheel. The suspect parts were returned for further evaluation.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a "beltslip" error while operating pump occluded. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed a "belt slip" error while operating the pump occluded and noted there was leaking grease from the main bearing. Service history review shows the main bearing has not been replaced since the original manufacture in september 2003, so it still has the first generation bearing. . If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.